Event description:
Hosp advised the volume to be displayed was set at 250cc/hr. Nurse went into multi-step program to change a setting. When she did this, the vtbi spontaneously changed to 5 cc/hr. Nurse stated pump was actually infusing at vtbi of 5cc/hr. Nurse went back into multi-step program and pump reverted to its original settings.